Manufacturer narrative:
Product event summary: analysis confirmed the programmer rf (radio frequency) head connection produced problems with the telemetry signal; rf head connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis was unable to confirm connection problem with ECG (electrocardiogram) cable; however, the ECG lead wires were not fully seated in the connector. Analysis was unable to confirm stylus pen connection issue; the stylus worked as expected. Analysis also found the paper guide was broken off of the printer drawer. The display dropped due to the lower display hinges being out of mechanical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the connection of the programmer radio frequency (rf) programmer head, pen and electrocardiogram (ECG) cable was giving problems with the signal. They customer reported having to play with the connection in order to have a signal. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.